Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the pin has broken off inside the pin driver. These sets were placed on consignment for a test period. They did not place enough knees with our system to be the cause of wear and tear. No patient consequences. ¿the product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment dpnl24-089a, dpnl24-089b, dpnl24-089c the photo investigation revealed that the hp power pin driver has a broken unknown fixation pin head lodged inside. The observed damage is consistent with a combination of over-tightening the hp power pin driver while the unknown fixation pin is inserted off axis. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The device lot number is unknown, therefore a¿device history review could not be performed.¿ if the lot/serial number becomes available, the record will be re-assessed. The overall complaint was confirmed as the observed condition of the unk fixation pin would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the pin has broken off inside the pin driver. These sets were placed on consignment for a test period. They did not place enough knees with our system to be the cause of wear and tear. No patient consequences. ¿the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that the hp power pin driver has a broken unknown fixation pin head lodged inside. The observed damage is consistent with a combination of over-tightening the hp power pin driver while the unknown fixation pin is inserted off axis. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. The overall complaint was confirmed as the observed condition of the unk fixation pin would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the catalog/model number was not provided, the (B)(4) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the pin has broken off inside the pin driver. These sets were placed on consignment for a test period. They did not place enough knees with our system to be the cause of wear and tear. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the pin has broken off inside the pin driver. These sets were placed on consignment for a test period. They did not place enough knees with our system to be the cause of wear and tear. No patient consequences. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the hp power pin driver has a broken unknown fixation pin head lodged inside. The broken fragments were not returned for evaluation. The observed damage is consistent with a combination of over-tightening the hp power pin driver while the unknown fixation pin is inserted off axis. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the unk fixation pin would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.